Event description:
Voluntary medwatch received states that the patient presented with right atrial lead that exhibited noise over-sensing and loss of capture. No intervention was reported. The lead remains implanted and in service. There were no patient consequences.